Manufacturer narrative:
(B)(4). Batch # m9009j . The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for clarification what was broken with the jaws? The beak/ jaws itself was broken did the top (moveable) jaw break off of the device? Unknown, device shall be sent for evaluation. We hope this will clarify some things. Did the ceramic and/or electrode separate or break off of the jaws? Unknown, device shall be sent for evaluation. We hope this will clarify some things. Did the black ptc detach from the jaws? Unknown, device shall be sent for evaluation. We hope this will clarify some things. Did the detached piece fall into the patient? Nothing fell into the patient. No patient consequence. Was the detached piece retrieved from the patient? Na. Did retrieving the detached piece from the patient cause a change in the plan of care for the patient? Na. Is the detached piece being returned with the device? Unknown, device shall be sent for evaluation. We hope this will clarify some things. Or was the detached piece discarded? Unknown, device shall be sent for evaluation. We hope this will clarify some things. Was the jaw damaged with nothing broken off the device? Unknown, device shall be sent for evaluation. We hope this will clarify some things.

Event description:
It was reported that during an unknown procedure, broken jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.